Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024, and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced poor sound quality and poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. Additional information has been requested but it has not been made available as of the date of this report.